Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 16600483, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 15838744, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-4316, batch/lot number: 16570713, model/catalog description: clik anchor, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-4316, batch/lot number: 16497402, model/catalog description: clik anchor, unique identifier (UDI) #: (B)(4).